Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2019 knee joint replacement did. On (B)(6) 2019, the patient complained of pain and had a fracture in the tibia. At first, dr. Decided that it was a technical problem, but there was a fracture starting from the extension of the inner peg. # 2 had the same length as the peg # 3, # 1 and # 2 are too long. There are no revisions, etc., and follow-up is in progress.